Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the battery appeared very low on the device that was recently implanted. Reviewed of the session record determined pre eri was triggered on (B)(6) 2018 likely due to cold weather exposure. Patient presented into the clinic for follow-up. The eri status was cleared on the device and the longevity display was reset to its appropriate value. The patient was asymptomatic.